Event description:
It was reported that bd iag bc pro did not retract. The following information was provided by the initial reporter: this MDR refers to part one of the statement. From the customer: earlier this week I started a freehand peripheral stick. I had not used the new catheters on a real patient, so I grabbed one to practice to remember how to thread the catheter and retract the needled. When I did that (in the air) the button was pushed in and locked, however the needle did not retract back. I figured it was a one-off. When I actually started the IV on the pt, the same thing happened, except I was able to push harder on the button and then the needle retracted back. It was almost like the button got jammed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. Unable to verify if provided batch number 3214963 is the affected lot. "The current lot # is 3214963. (I am not sure if this is the same lot # as the batch the catheter came from".